Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 3 photos from the customer in support of this complaint. A visual examination of sample and photos was performed revealed embedded foreign matter in the shield. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. Based on the investigation results to date, root cause was not determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the tube glu plh 13x100 2.0 slbl gr there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty cap x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube glu plh 13x100 2.0 slbl gr there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tube: dirty cap x1."